Event description:
This event was reported as an explant at implant due to leaking on tee. The two leaflets appeared to not directly & evenly oppose each other in this resting state. Prior to valve, 2 repair attempts made with 28mm & 30mm ring. Coming off bypass, the posterior leaflet not moving normally with tremendous mitral regurgitation. Pt back on bypass, reopened atrium and leaflet was foreshortened. No further info was provided.